Manufacturer narrative:
The cable has been returned for evaluation; however, the evaluation has not yet been completed. A follow-up submission will be communicated upon receipt of the evaluation results, device history record review, investigation and conclusion.

Event description:
During monitoring, the blood temperature value dropped below 30 degrees c and cardiac output was unable to be measured while using a 70cc2 cable. Trouble shooting was performed and the issue was resolved by exchanging the cable. No system-related devices were identified as suspect and no patient compromise or intervention was reported resulting from this event.

Manufacturer narrative:
The reported event of inaccurate values was confirmed. During monitoring, the blood temperature value dropped below 30 degree c, and cardiac output could not be measured. It was improved by changing the cable. There was intermittent disconnection. During evaluation, any error messages were not observed. A device history record review was completed and documented that device met all specifications upon distribution. The non-functional 70cc2 cable failure mode is severity 2 out of 4 and occurrence 1 per (B)(4), rev. D, line 8. The failure is consistent with electrical open (disconnection) most likely due to component failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.